Event description:
On (B)(6) 2011, the patient claimed she has been having occlusion issues with the animas pump over the past week and subsequently has high blood glucose of 568 mg/dl. The patient had symptoms of dry mouth, thirst, frequent urination, pressure on kidneys, and feels like she has ketones. The cartridge, infusion tubing, and set were changed at midnight on the day of the call to animas. There is no pain at the infusion site. The patient reported all bolus insulin delivered completely on (B)(6) 2011 except for a bolus of 5 units at 9:51 am, which was cancelled after 2 units had been delivered. Reportedly, the patient's elevated blood glucose has been off and on. The patient was advised to call her hcp to discuss her hyperglycemic condition. During a follow-up call to the patient two hours after the initial call, the patient stated she was instructed to check her blood glucose every hour for the next four hours. Reportedly, her most recent blood glucose was decreased to approximately 50 mg/dl. The patient indicated she was feeling better. The patient further explained that the occlusion issue is occupied by a cs alarm and a motor noise that sounds like its straining to push insulin through the tubing. According the patient, there was an addition "alarm that makes me remove the battery." The patient declined to complete troubleshooting since she was at work and was pressed for time. Animas made several attempts to contact the patient to complete troubleshoot but was not successful. This complaint is being reported because the patient developed elevated blood glucose and symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no recorded history from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A force sensor calibration test was performed and confirmed that the pump was correctly detecting force. An occlusion alarm was induced and the pump alarmed appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no occlusion alarms occurred during testing. No delivery related defects were found during testing. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.